Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause- improper storage conditions (kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255 mg/dl. The customer's expected fasting blood glucose test result range is 97-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 197 and 205 mg/dl. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 8/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: 255 mg/dl. Customer storing meter and strips close to the kitchen. Advised customer to store in an area that was not affected by heat or humidity like the kitchen or bathroom.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255 mg/dl. The customer's expected fasting blood glucose test result range is 97-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 197 and 205 mg/dl. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 8/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer storing meter and strips close to the kitchen. Advised customer to store in an area that was not affected by heat or humidity like the kitchen or bathroom.